Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a malfunctioning device. A patient outcome was not reported.